Manufacturer narrative:
(B)(4). This complaint for air in tubing (without alarm) is confirmed and the assignable cause is determined as use error, because the caregiver reported to having the clamp closed on the patient line during the priming stage, not allowing the patient line to prime would cause the air in tubing. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number is unknown; therefore no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding assistance with starting over with new supplies on the homechoice (hc). The care giver (cg) stated the home patient (hp) forgot to open the clamp on the patient line so the patient line did not prime. The hp was now in fill. The cg stated the hp had already drained out all the solution and was just getting ready to start the fill and the cg pressed stop so that the air did not go inside the patient. The technical service representative (tsr) then assisted the cg to cycle the power off and on ended therapy and then start over with new supplies. During follow up with the care giver (cg) regarding air in line, the cg stated for that evening they just ended therapy on the machine. The cg stated they did a manual therapy during the day and later the next evening they continued therapy on the hc as normal. They stated they found what caused the air in the line. The cg stated during the removal of the old set they found a leak on the patient line extension. They stated that the home patient (hp) has been continuing well with therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.